Manufacturer narrative:
The complaint investigation was performed for observed falsely elevated architect stat troponin-I results which included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and historical performance of reagent lots 51429un20 and 58538un20, through evaluating worldwide data. Return testing was not completed as returns were not available. The trending review determined no trends identified for the reagent lot(s) related to the patient results. The historical performance of reagent lots 51429un20 and 58538un20 was evaluated using worldwide data from customers in the field. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result and cal f rlu's for lots 51429un20 and 58538un20 are inside the established control limits, therefore, no unusual reagent lot performance was identified for lots 51429un20 and 58538un20. The device history record was reviewed and did not identify any non-conformances or deviations for reagent lots 51429un20 and 58538un20. Labeling was reviewed and found to adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I for lots 51429un20 and 58538un20 was identified.

Manufacturer narrative:
(B)(6). This is all the patient information received. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant architect stat troponin-I results for 47 patients while using the architect i1000sr analyzer ((B)(4)). The following data was provided (customer¿s reference range: males: cutoff is 0.032 ng/ml / females: cutoff is 0.013 ng/ml): patient example provided on (B)(6) 2021: on (B)(6) 2021 = sid (B)(6)= initial result = 0.045 ng/ml / sid 3938 = repeat result on a new patient sample = 0.050 ng/ml repeat result from another hospital = 0.02 (reference range: < 0.04) on (B)(6) 2021 received additional patient information of physician questioning a patient results: on (B)(6) 2021, female patient = initial result = 0.030 ng/ml (female normal range: < 0.013 ng/ml) ((B)(4)); patient was redrawn and tested on architect analyzer (B)(4) and generated a negative troponin result and all samples collected thereafter generated negative result on (B)(4) (sids (B)(6)). The customer reran those negative patient samples and obtained positive results. The customer stated they had 44 patient samples generate negative troponin- I results. The customer re-calibrated the troponin assay and reran those patient samples that initially generated negative results, now returned positive results. On (B)(6) 2021, customer reported another discrepant troponin-I result. Sid (B)(6) (female) = (B)(4) = 0.014 ng/ml (female normal range: <0.013). The customer reran the same sample in duplicate on (B)(4) and once on (B)(4) and all results generated < 0.010 ng/ml. There was no impact to patient management reported.